Event description:
Additional information was received that there was resistance when delivering the system to the distal end of the microcatheter. It was noted that visually the pipeline push wire and microcatheter were not damaged.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped pipeline moved during deployment. The operator planed to use a blood flow-directed dense mesh stent to treat the patient's a1-a2 aneurysm. The proximal and aneurysm segments had tortuous vascular pathways; the operator used a simple dense mesh surgical plan; after the microcatheter reached the a2-a3 segment, the delivery stent system was in place, but during the process of releasing the stent, the entire system slipped; the surgeon tried to operate the stent + microcatheter system under the guidance of guidewire, but after 40 minutes of operation, it still could not be guided to the tumor neck; the surgeon had no choice but to remove the phenom27 microcatheter where the ped-275-20 (b614859) stent was in. The system was pushed to raise again, and the ped-300-20 (b564940) stent was used to treat the lesion, and the surgery was finally completed. Multiple pipelines were not being used when the movement occured. There was moderate friction during delivery. The pipeline missed the landing zone. The device did not jump during deployment. The pipeline was placed at least 3mm past the aneurysm neck on each side. No side branches were covered by the pipeline. The tip of the catheter moved during deployment. The devices were prepared as indicated in the instructions for use (IFU). The patient was being treated for an unruptured, saccular aneurysm in the right a1-a2 location. The max diameter was 5.18mm. The neck diameter was 3.88mm. The distal landing zone was 189mm and the proximal landing zone was 2.73mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. No patient symptoms or complications were reported.

Manufacturer narrative:
Product analysis: ¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. There was no catheter returned with the pipeline flex. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were fully opened and no damage. No bend was found on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, or proximal bumper. No other anomalies were observed. ¿ conclusion: based on the returned device, the customer complaint was not confirmed as the pipeline flex was returned without the catheter. No damage was found with the pipeline flex. Possible causes of the resistance include severe vessel tortuosity and lack of continuous with heparinized saline during delivery. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.